Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, for unspecific medical reasons. It is unknown if there are plans to reimplant the patient with a new device.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.